Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a current fill estimate of 27 units instead of an expected 200 units. There was no adverse impact to the customer¿s blood glucose level. The caller completed necessary steps such as removing air and using room temperature insulin but declined to load a new cartridge, choosing instead to continue using the current one and follow up if necessary.